Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1314009) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci clinical specialist that an (B)(6) patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the lower femoral artery just above the bifurcation via a 6f sheath (model unknown). Peri-procedure via a 6f sheath (model unknown). Peri-procedure the patient was anti-coagulated with heparin. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician locked the syringe, stabilized the artery and deflated the balloon, there was significant bleeding from the access site. There was also slight ooze noted from the access site during the swell time. The patient was converted to 30 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.